Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. No adverse event was reported. Return of the suspect device was requested for evaluation.